Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): minimum cap wear is observed; the fiber glass cap exhibits very mild devitrification at the output area and mild detritus adhesion on the glass cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the shrink tubing open end exhibits scratch marks; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, ¿poor vaporization¿ was observed @ 35,150 joules of use. The procedure was completed using an alternate procedure (turp). There was ¿no injury¿ to patient reported.